Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to inappropriate detection of an supra ventricular tachycardia (svt) episode. The implantable cardioverter defibrillator (ICD) currently remains in use. No further patient complications have been reported as a result of this event.